Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03908,0001822565-2019-03909, 0001822565-2019-03910, 0001822565-2019-03911, 0001822565-2019-03912, 0001822565-2019-03913, 0001822565-2019-03914, 0001822565-2019-03915, 0001822565-2019-03916, 0001822565-2019-03917, 0001822565-2019-03918, 0001822565-2019-03919, 0001822565-2019-03920, 0001822565-2019-03921, 0001822565-2019-03922.

Event description:
It was reported that during inspection, the devices were found to have missing ball bearings, or the ball bearings were rusted in place. No patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited signs of repeated use, and missing bearings. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation of this type of issue identified that the ball bearings could disassemble during cleaning. The root cause is attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.